Event description:
It was reported via employer's liability insurance association that a client underwent a revision surgery due to the fracturing of the implant. According to the medical statement the patient has fallen down before the fracture was observed.